Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came in for an unscheduled follow-up after the lead integrity alert triggered due to over sensing of noise. The impedance measurements were high and unstable for the last few days. The lead is scheduled to be replaced with a new one. No patient complications have been reported as a result of this event.